Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube, the device experienced overfill. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: overfilled citrate tubes. Outside of the lab's opening hours, the analyses are subcontracted to the rennaz hospital at the ich lab. This weekend, they received a tube and refused to carry out the analyses with the reason that the tubes are overfilled.

Manufacturer narrative:
Investigation summary: bd did receive one photograph from the customer in support of this complaint. The photo was evaluated and the customer's indicated failure mode of overfill was not observed as the photograph shows tube with acceptable draw level. Additionally, 20 retained samples were functionally tested and the indicated failure mode of overfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the photograph attached and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.